Manufacturer narrative:
Investigation summary: DHR review; was previously conducted for this investigation which disclosed the following: lot 8232633; was built on afa line 2 on 26aug2018 through 31aug2018 and packaged on line 8 on 28aug2018 through 02sept2018 for the quantity of (B)(4) ea. There were no reject activity findings throughout the build of this lot that would impact upon the quality of the product as there were no qns initiated during the build of this lot. All required challenge samples, set-up and in process samples including (but not limited to) retraction by button activation during the build of the catheters was performed per specifications, in accordance with the in-process sampling plans. There was one non-related temporary deviation in affect at the time of this build. Td 2018-48 (conduct uv challenge and high hub challenge at start-up of work order and not weekly. One photo was provided for observation of this incident which revealed the grip (barrel) portion of a unit with the needle tip protruding beyond the grip. The photo provided for this incident did reveal sufficient evidence to identity the defect of needle retraction failure, as stated in the pir. The activation button was completely depressed and the tip of the needle was protruding beyond the grip (barrel) which demonstrated to not be fully retracted. Relationship of device to the reported incident: indeterminate - although the photo provided revealed evidence to identify and confirm the defect, there was not sufficient evidence to determine a definite root cause. Without the actual sample for evaluation and testing there was no physical/mechanical evidence to confirm or support manufacturing process related issues for the defect stated in the pir.

Event description:
It was reported that before use of the bd insyte¿ autoguard¿ shielded IV catheter the needle did not retract causing an employee to get a clean needle stick.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that before use of the bd insyte¿ autoguard¿ shielded IV catheter the needle did not retract causing an employee to get a clean needle stick.